Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient did not receive required lure connectors from the distributor, preventing use of the ilet and resulting in hyperglycemia with a reported blood glucose high of 289 mg/dl since the morning; the event involved a device accessory supply issue leading to inability to deliver therapy and the patient initiated back-up therapy with insulin pens with school nurse assistance. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment requiring medical assistance from a school nurse and use of alternative therapy. Investigation included complaint handling, user interview, and troubleshooting and education. Investigation of this case revealed that the cause of hyperglycemia was unclear and associated with missing accessory components needed for therapy. It was concluded that no device alerts or alarms occurred and that the root cause could not be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.